Event description:
Technician reports arterial kink at the end of the pump segment noted when removing it from the package. Unable to open the kink with manual pressure. Lines not used for treatment. Sample is available and kink marked on diagram of product.